Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5065250.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during an anterior prolapse repair procedure on (B)(6) 2016. According to the complainant, post procedure, the patient had mesh erosion. She underwent another surgery for mesh excision on (B)(6) 2016. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.